Event description:
Pump reported to be set up at 150 ml/hr with 100 mls of normal saline mixed with rosephine. When the pump indicated that the infusion was complete (keep vein open alarm), the bag was noted to still be full. No pt injury resulted. Event: 5/15/99.